Manufacturer narrative:
E1: patient country: united states. Patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united sates. It was reported that patient faced an infusion flow block alarm on (B)(6) 2024. During troubleshooting again pump was alarmed. No further information available.